Manufacturer narrative:
(B)(4). Additional information received: the device was closed on the inferior ligament and fired, after which the jaws would not open. The red button was pressed to reverse the blade and the jaws still would not open. The doctor worked with the device and after a point in time noticed that the closing trigger was in the open position and the jaws were still locked on tissue. The surgeon used an unknown device to clamp, cut and tie the tissue to complete the procedure with no patient consequences reported. The analysis results found that one ec45a device was returned with the anvil damaged and closed, the firing mechanism jammed and with an ecr45w partially fired 2/3, cartridge reload loaded on the device. After further analysis it was noted that the knife had buckled, and cartridge reload was indented. The damage to the cartridge, knife and anvil is consistent with the device being clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the sled pushing the driver to continue its run. If enough force is applied to the firing trigger the knife will bucked, and as the knife is attempting to pull the anvil towards the cartridge to form the staples it will result in the damage observed on the anvil. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction are included with the tissue inside the jaws. It should be noted that if resistance is felt during firing, the firing sequence should be stopped and the cartridge reload should be replaced. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. No functional test was performed due the condition of the device. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that the device was stuck on tissue during case. Reviewed instructions for firing device and opening jaws. Surgeon finally able to remove device by cutting vessel on either side.